Event description:
The core micro drill was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
There was evidence of non-stryker repair work on several components within the device, including the motor. The instructions for use warns against servicing components with outside organizations.